Event description:
The center reported that the patient experienced sound quality issues with her device. Testing performed by the center confirm that the device was not functioning. Surgery to explant the device will be scheduled.